Event description:
The customer reportedly received a blood glucose result of 280mg/dl on the accu-chek aviva system. She felt the result was erroneous and retested. She received an error message. She removed, rubbed and reinserted the battery. The customer retested and obtained the blood glucose result of 130mg/dl. The results were obtained within a 10 minute timeframe. No reported/actions or treatment rendered. No adverse event reported. New system sent to customer and return requested.